Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test." And device ineffective "device ineffective". The patient's medical history included miscarriage (x2). Confirmation test? Unknown. Concurrent conditions included multigravida and parity 6. Concomitant products included medroxyprogesterone acetate (depo provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury related to essure/psychological or psychiatric problems, condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems, condition: mental anguish"), migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy: birth - with complication"). On an unknown date, the patient experienced premature delivery ("the patient at 33-2/7 weeks"), genital haemorrhage ("gen. Abnorm. Bleed") and abdominal pain ("abdomina pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the premature delivery, pregnancy with contraceptive device, depression, vaginal haemorrhage, menorrhagia, anxiety, migraine and nausea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 6. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2016. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, premature delivery and vaginal haemorrhage to be related to essure. The reporter commented: patient experienced another episode of pregnancy which is captured under (B)(4). Insertion details - approximately 3-4coils were visualized at each ostia at close of procedure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2016: patient at 33-2/7 weeks. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "patient didn¿t undergo essure confirmation test." Medical conditions: confirmation test? Unknown. Concurrent conditions included multigravida and parity 6. Concomitant products included medroxyprogesterone acetate (depo provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury related to essure/psychological or psychiatric problems, condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems, condition: mental anguish"), migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy: birth - with complication"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed") and abdominal pain ("abdomina pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the pregnancy with contraceptive device, depression, vaginal haemorrhage, menorrhagia, anxiety, migraine and nausea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 6. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2016. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: patient experienced another episode of pregnancy which is captured under 2020-012024. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jan-2020: pfs received new events: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems, condition: mental anguish., migraines / headaches, nausea, patient didn¿t undergo essure confirmation test were added. Psych injury updated to psychological or psychiatric problems, condition: depression. New reporter, plaintiffs information added. Concomitant conditions and drugs added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test." And device ineffective "device ineffective". The patient's medical history included miscarriage (x2). Confirmation test? Unknown. Concurrent conditions included multigravida and parity 6. Concomitant products included medroxyprogesterone acetate (depo provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury related to essure/psychological or psychiatric problems, condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems, condition: mental anguish"), migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy: birth - with complication"). On an unknown date, the patient experienced premature delivery ("the patient at 33-2/7 weeks"), genital haemorrhage ("gen. Abnorm. Bleed") and abdominal pain ("abdomina pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the premature delivery, pregnancy with contraceptive device, depression, vaginal haemorrhage, menorrhagia, anxiety, migraine and nausea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 6. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2016. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, premature delivery and vaginal haemorrhage to be related to essure. The reporter commented: patient experienced another episode of pregnancy which is captured under 2020-(B)(6) 2024. Insertion details - approximately 3-4coils were visualized at each ostia at close of procedure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2016: patient at 33-2/7 weeks. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: medical record received. No new clinical information received. Event "the patient at 33-2/7 weeks" was added.this case was medically confirmed. Delivery notes were added. On 29-jan-2020: medical record received. No new clinical information received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pregnancy with contraceptive device ('pregnancy: birth - no complication') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: confirmation test? Unknown. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdomina pain") and psychological trauma ("psych injury related to essure") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the pregnancy with contraceptive device and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and psychological trauma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received case becomes incident. Previously reported event injury nos was removed. New events pain: pelvic/abdomina, gen. Abnorm. Bleed, psych injury related to essure and pregnancy: birth no complication was added. Product information indication and removal date was added. Patient information date of birth was added. New reporter was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.